Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer plugged the pump in to charge and the pump became hot to the touch and beeped continuously. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 252mg/dl.